Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D10, concomitant medical devices and therapy dates, base station device and satellite station device, unknown. UDI: (B)(4).

Event description:
This is report 1 of 2 for the same event. It was reported that during a total knee arthroplasty surgical procedure, the robotic assisted saw handpiece device and the robotic assisted saw interface device was being used when it was found that the housing of the saw was loose and there was a lot of vibration. It was reported that as a result it was found that the cuts were over resected by 2mm. It was reported that there were no delays in the surgical procedure. It was reported that the issue was observed at implant fitting. It was reported that they used cement to place the implant instead of pressing them in. It was reported that the devices were being used with a robotic assisted base station device and a robotic assisted satellite station device. The exact date of this event is unknown. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.